Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not hold the temperature of 41.8 celsius. Air in line door was also broken. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found fluid ingression and rusty main board components, a degraded top socket heat exhanger assembly, third party ac cable, a missing h31b door assembly, calcium build up in the water tank and float switch assemblies. During the functional testing, the customer reported problem could not be verified/confirmed due to a large crack on the return tube assembly. The main board and return tube assembly were replaced to resolve the reported error. After repairs, the device passed all functional tests. Service history identified that no previous repair has been noted in the last 12 months.